Manufacturer narrative:
This event occurred in (B)(6)

Event description:
The customer stated that they received erroneous results for three patient samples tested for the elecsys hcg + beta test system (hcgb) and three more patient samples tested for the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. No erroneous results were reported outside of the laboratory for samples 1 and 2. An erroneous result was reported outside of the laboratory for sample 5. It was asked, but it is not known if any erroneous results were reported outside of the laboratory for the remaining samples. The first sample initially resulted with an hcgb value of 1.7 mu/ml, which repeated as 1106.0 mu/ml. On (B)(6) 2018, the second sample initially resulted with an hcgb value of 7.7 mu/ml, which repeated as 856.5 mu/ml. On (B)(6) 2018, the third sample initially resulted with an estradiol value of > 4300 mu/ml, which repeated as 31.8 mu/ml. On (B)(6) 2018, the fourth sample initially resulted with an estradiol value of > 4300 mu/ml, which repeated as 24.2 mu/ml. On (B)(6) 2018, the fifth sample was diluted 1:20 and initially resulted with an hcgb value of 22.3 mu/m . The sample was diluted 1:20 and repeated, resulting as 137870.0 mu/ml. On (B)(6) 2018, the sixth sample initially resulted with an estradiol value of > 4300 mu/ml which repeated as 24.2 mu/ml. No adverse events were alleged to have occurred with the patients. Controls measured for the hcgb assay were good. The lot numbers and expiration dates of the hcgb and estradiol assays were asked for, but not provided.

Manufacturer narrative:
The service engineer performed maintenance and replaced the pinch tubes and pinch valve. There were no problems after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.